Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards lifesciences field clinical specialist, esheath+ liner delamination and distal tip tear were observed post transcatheter aortic valve replacement procedure (tavr). Right carotid surgical access was obtained. Valve alignment was performed in a straight section of the anatomy without difficulty. During deployment of the 29mm sapien 3 valve, the commander delivery system balloon burst. No extra volume had been added to the balloon prior to inflation. The valve was able to be fully deployed. The balloon ruptured across the middle diameter and "umbrellaed" over the 16fr esheath+. The esheath+ would not allow the balloon to pass back through. A variety of techniques were tried but were unsuccessful. The team cut the catheter and exchanged to a 18fr non-ew sheath. The non-ew sheath was advanced over the catheter into the carotid to capture the balloon. The balloon was only partially captured, and it was decided to do a controlled pullback of the sheath and catheter simultaneously. All devices were withdrawn from the patient, and the surgeon closed the site. Angiography was taken after the closure and revealed excellent flow to all vessels with no apparent injury. The patient was transferred to the ICU in stable condition. Post-procedure images of the sheath show that that the c-marker band is partially coming off, suggestive of liner delamination. Additionally, distal tip of the sheath appears torn, and the distal liner is torn.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was discarded and not returned to edwards lifesciences for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery of the patient's anatomy was provided, and it was noted that the patient's right access vessel had tortuosity and minimal calcification. Device-related photos were provided for review, and the following was observed: distal end of the liner appears delaminated and torn. Distal tip appears torn axially and radially. The c-marker band is present. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting, or showing evidence of, sheath liner delamination manifested during withdrawal of the delivery system has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to withdrawal of altered balloon profile, non-coaxial alignment, patient factors, and/or excessive manipulation. In addition, c-marker band separation can occur as a result of device manipulation used to overcome the withdrawal difficulty. The sheath liner delamination was confirmed based on the provided imagery. Available information suggests that procedural factors (withdrawal of altered balloon profile, non-coaxial alignment from patient factors, device manipulation) may have contributed to the reported event. In this case, it was reported that the balloon ruptured, leading to "umbrella" shape and "a variety of techniques were tried" to retrieve the system back into sheath. Additionally, patient's access revealed presence of tortuous anatomy. Withdrawal of a delivery system with an altered balloon profile (burst balloon) can lead to the system to catch onto the sheath liner. Non-coaxial alignment between the devices can also lead to delivery system to catch onto the sheath liner, especially if patient factors (such as tortuosity) are present near the sheath distal tip. The operator may apply device manipulation to overcome any difficulty, which can further delaminate the liner as the delivery system is pulled through the sheath. More than one of these factors can compound to exacerbate the patient/procedural conditions and further lead to sheath liner delamination. The sheath distal tip tear was confirmed. However, no manufacturing nonconformance was identified during evaluation. It is likely that high withdrawal forces were applied in response to retrieval difficulty caused by an altered balloon profile. It is also possible that high withdrawal forces were used to overcome non-coaxial retrieval angles related to patient anatomy (tortuosity). Such device manipulation could compromise the integrity of distal tip, causing it to tear in the process. As such, available information suggests that procedural factors (withdrawal of altered balloon profile, non-coaxial alignment from patient factors, device manipulation) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.